Manufacturer narrative:
The insulin pump was received with protruded and loose drive support disk, cracked display window and cracked belt clip slot, cracked reservoir tube lip. The insulin pump was unable to prime during the prime test due to protruded and loosed drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had prime and fill anomaly. Customer's blood glucose was unknown. Customer unable to do troubleshooting due to he was at work. Customer requested insulin pump replacement. No further information provided.